Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix kugel (device #2) used to treat the patient. The patient's attorney did allege injuries and revision surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol composix kugel (device #2). An additional emdr was submitted to represent the bard/davol composix kugel (device #1). Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated data: a2, b2, b3, b4, b5, b7, d3, d4 (product catalog no), d6.b (date of explant), g1, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch (device #1) and (device #2) on (B)(6) 2005 and (B)(6) 2010. It is also alleged by patient's attorney that the patient had unspecified injuries related to a defect in the composix kugel hernia patch (device #1) and (device #2) and underwent revision surgery on (B)(6) 2010 and (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the two (2) composix kugel hernia patch (device #1) and (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2005 - patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with the implant of composix kugel mesh (device 1). Per op notes, "a composix kugel mesh (device 1) was placed to the fascia using sutures." On (B)(6) 2010 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of composix kugel hernia patch (device 2). Per op notes, "midline incision was made. There was disruption of the old mesh (device 1) graft, a composix kugel hernia patch (device 2) was placed to the fascia using prolene sutures." On (B)(6) 2015 - patient was diagnosed with recurrent incisional hernia, infected mesh and enterocutaneous fistula thereby underwent repair with removal of mesh (device 1 and 2), lysis of adhesions and small bowel resection. Per op notes, "adhesions were lysed. There was a mesh incorporated there that had been displaced. Removed the entire piece of mesh (device 1 and 2) with an abscess cavity, removed the fistula. A synthetic mesh was placed."

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix kugel (device #2) used to treat the patient. The patient's attorney did allege injuries and revision surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol composix kugel (device #2). An additional emdr was submitted to represent the bard/davol composix kugel (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch (device #1) and (device #2) on (B)(6) 2005 and (B)(6) 2010. It is also alleged by patient's attorney that the patient had unspecified injuries related to a defect in the composix kugel hernia patch (device #1) and (device #2), and underwent revision surgery on (B)(6) 2010 and (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the two (2) composix kugel hernia patch (device #1) and (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."